Event description:
The customer reported the system displayed an intermittent charger failed error message at boot up. When this message is displayed at boot up, the system will not operate. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.